Event description:
It was reported that a cartridge did not fit onto the pump. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned